Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range impedance measurements. According to the impedance trend, the values remained stable since implant, but then slightly decreased with jumpy and out of range measurements. Boston scientific technical services (ts) provided troubleshooting and reprogramming recommendations. No adverse patient effects were reported. The device remains in service.